Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse) and found the amp power maxed out and amp diode unstable. The fse removed and replaced amp and performed full laser alignment. The fse performed autocorrelation, verified energy cal through energy section, aligned delivery system, performed centration and set new energy conversion factor. The system laser performance was verified and met jjsv specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
On 07-29-2019, it was reported that the surgeon at the customer site had a very sticky flap lift on the left (os) eye of a female patient where he lifted epithelium instead of the flap followed by finding the correct intralase flap depth plane and lifting flap. Surgeon elected not to complete the laser treatment and return in near future with plan to be determined. A couple of days postop the patient had no loss of (bcva) best correct visual acuity.

Manufacturer narrative:
Correction: in initial report, the date of event was inadvertently reported as (B)(6) 2008, however the correct date is (B)(6) 2006. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.